Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 8028687. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00692. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, an envoy® guiding catheter, 6f, 100 cm, mpd, xb (67025800 / 30824156) was placed in the target site, an unspecified competitor brand microcatheter was delivered into the guide catheter. It was reported that the concomitant microcatheter encountered some resistance at the distal end of the guide catheter. The physician delivered a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300/ 8028687) into the microcatheter. The stent was impeded in the distal end of the microcatheter and could not pass through. The physician removed the guide catheter, microcatheter, and stent from the patient¿s anatomy and switched to new devices to complete the procedure. The procedure was prolonged by approximately 20 minutes. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 26-oct-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00691 and 3008114965-2023-00692. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-oct-2023. [Additional information]: the cerenovus sales representative provided additional information. Per the additional information, the procedure was a stent-assisted aneurysm embolization. Adequate, continuous flush was maintained through the microcatheter. When the stent was removed from the patient, the stent component was still on the delivery wire. The stent / stent delivery wire did not appear damaged. There were no visible kinks or other damages observed on the microcatheter. No other device went through the same microcatheter. The replacement microcatheter was the same brand as the original microcatheter. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). The replacement guide catheter was another envoy guiding catheter (67025800). The additional information confirmed there was no negative patient impact. The physician did not consider the 20-minute extension in the procedure to be clinically significant. Updated sections: b.4, g.3, g.6, h.2, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00692. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was detached from the delivery system and was not returned for evaluation. No damages were noted on the delivery wire nor the introducer. Microscopic inspection was performed on the delivery system revealed no damages (i.e., no kinks no bends, and no non-concentric loops). Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8028687. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue documented in the complaint that the stent was impeded in the proximal section of the microcatheter cannot be evaluated through functional test. In addition, the returned component did not present any damage to suggest that was forcibly advanced because of the resistance encountered during the procedure. With the limited evidence available, the root cause cannot be determined. It is possible that clinical and procedural factors, including device manipulation, patient's vessels, and operator's technique, may have contributed to the reported failure. The stent detachment is suspected to have appeared during the post-operative handling of the device since the complaint detailed that the stent component was still attached to the delivery wire when the delivery system was removed from the patient, therefore, this condition is not related to the issue encountered during the procedure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the enterprise device. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00691 and 3008114965-2023-00692. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.